Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The atrial lead exhibited oversensing of noise which resulted in auto mode switch episodes. The noise was reproducible with isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.